Event description:
It was reported that a no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 03/02/2025, it was reported that the patient finished her dinner at 5:30 pm, when the sensor started giving her ¿brief sensor issue, wait 3 hours¿ and they decided to take a bg reading which was 46 mg/dl. At that point the patient was experiencing dizziness. The patient was taken to the emergency room since they were afraid that there cgm was not providing any readings. Her husband accompanied her and at the emergency department (ed) the patient was treated with IV drip and dextrose. One of the nurse took a bg reading however the patient couldn´t remember the value but it was low. They also provided juices and cookies to the patient. After the treatment the bg reading increased to 136 mg/dl. The patient was discharged after 3 hours. At the time of the report the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.